Event description:
Customer hospitalized with dka. It was stated taht they changed the basal due to the changing work shifts from night to day. Bgs went high and also they might have an infection. Troubleshooting were performed. Pump tested ok. A replacement pump was requested.